Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an omnilink elite stent was implanted without issue and was well-apposed to the left subclavian vessel wall. Following, the delivery system was difficult to remove through the 6f sheath. Although the balloon deflated without issue, the winged balloon could not be withdrawn into the sheath. Both the delivery system and guide catheter were removed as a single unit. There were no adverse patient effects and no clinically significant delay reported. No additional information was provide regarding this issue.

Manufacturer narrative:
(B)(4). A visual and functional inspection were performed on the stent delivery system (sds). The reported difficulty to remove and folding issue were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents reported for the lot. It should be noted the omnilink elite vascular balloon expandable stent system electronic instructions for use (IFU) states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters of 5.0 mm and 11.0 mm, and lesion lengths up to 50 mm. In this case, the violation of the instructions for use (wrong anatomy) does not appear to have contributed to the reported difficulty to remove or balloon refold issues. The investigation was unable to determine a conclusive cause for the reported balloon fold issue. Although a conclusive cause for the reported balloon fold issue could not be identified, the reported difficulty to remove through the introducer sheath appears to be related to circumstances of the procedure as the winged/flat balloon did not properly fit through the distal end of the sheath causing resistance resulting in the reported the difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.